Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor. Sought medical attention for redness and swelling at the piercing site 16 days later, and was prescribed oral antibiotics. Sought treatment 2 days later, and was admitted to the hospital at that time. I.v. Antibiotics were administered during their stay. An incision and drainage was performed and pt was released from the hospital.